Event description:
During a bladder procedure, when the device went through the scope, the tip broke off. The tip was flushed out of the pt. Another like device was used to complete the case. There was no pt consequence.